Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 90% to 10% within two hours. The customer's blood glucose was 220 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.